Event description:
It was reported that the customer's insulin pump needed frequent battery changes, and that there was a crack in the device's screen. It was reported that the customer's blood glucose values were low, but no value was reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.